Event description:
It was reported that the customer had a error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was asked if any significant events leading to the alarm and she said got a little splash on it. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue the insulin pump and revert to back up plan per health care provider instructions.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)